Event description:
It was reported that the 9800 system had blank images with lines during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries were replaced during the service call.